Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection: ¿inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. Operation manual_ inspection of the endoscopic system: ¿inspection of the air-feeding function¿. ¿inspection of the objective lens cleaning function¿. IFU states on reprocessing of the a/w (air/water) nozzle/channel as follows. Reprocessing manual_precleaning the endoscope and accessories. ¿flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ ¿manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution¿ . Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that their evis exera iii colonovideoscope had a flow problem identified during the endoscope disinfection cycle and the wash cycle stopped. Upon inspection and testing of the customer returned device, it was observed that foreign material was found and caused the nozzle to be partially clogged. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated at rrc ofr (regional repair center olympus france) on june 2, 2022. Device inspection and evaluation, service repair noted during inspection, a solid material whose origin could not be identified found and removed was partially clogging the nozzle. Service repair noted foreign material found in the nozzle would very likely have accumulated and clogged device during the procedure. Caused likely due to handling and reprocessing. Review of device service history record, noted the the device had been returned for repair in rrc- ofr (regional repair center olympus france) in november 2020 for a hygiene and microbiological investigation. Furthermore, the following findings during device inspection were noted : a-rubber glue is separated, worn out and leaky. Insulation resistance value is out of specification. Broken fibers noticed in the lg bundle. Connecting tube is snaky. Base plate of the control unit is bent. Switch 1 button is pierced. Connector plug unit is cracked. Universal cord has wrinkles. The angles wires in coil pipe are stretched and the angulations are out of specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer returned the device for inspection and repair with a reported description of "flow problem identified during the endoscope disinfection cycle. The wash cycle stopped". There was no patient harm , no user injury reported due to the event. Device evaluation, service repair noted foreign material was found during the incoming inspection and caused the nozzle to be partially clogged.